Event description:
It was reported that the right ventricular lead had high impedance and elevated threshold. A ventricular coil fracture was suspected. With unipolar pacing, impedance and threshold measurements were better except that there was pocket stimulation. The lead remains in use with the intention of being replaced during a future device change-out procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a resistance/impedance increase, with a ventricular lead impedance increase from 531 to 1815 max ohms between (B)(6) 2009. Ventricular impedance at implant = 771 ohms.